Event description:
Facility alleges blood leak during treatment. Rn reports leak occurred 20 munites into dialysis. Dialyzer replaced. No further medical intervention required. Circuit discarded; ebl >100cc.